Event description:
It was reported by a health care professional that they were not sure the device is working the way it should be. Follow-up information was unable to be obtained after multiple attempts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.